Event description:
It was reported the patient reported in the hospital. The day after an implant, it was noted the patient's right ventricular lead had no capture. The lead was explanted and replaced, and blood was found inside of the lead. The patient has been discharged.

Manufacturer narrative:
The reported event of blood inside the lead body was confirmed but the reported event of no capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found outer insulation cut at the proximal region of the lead consistent with procedural damage. Blood/body fluids were noted in this region. The cause of the reported event of blood inside the lead body was due to the outer insulation cut at the proximal region of the lead consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.